Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the product code of the stapler (ats45, ats45nk, ets45, etc.)? Ats45. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? Some staples were irregulars with legs straight. Were there any staples missing from the staple line? It was not possible to observe.

Event description:
It was reported that during an esophagectomy by video procedure, in the esophagectomy procedure were used blue and white loads stapled as usually. During the surgery, the surgeon returned to the stapled place and noticed that two staple lines were open. We were able to identify a white load. But the other load, which the staple line was opened, the lot was not identified once the instrumentation technician mixed it in the table. Suture manual wired was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m53p04, expiration date: 04/16/2020, manufactured date: 05/16/2015. Batch # l53g91, expiration date: 06/30/2019, manufactured date: 07/31/2014. Batch # l5430d, expiration date: 07/28/2019, manufactured date: 08/28/2014. Batch # h52a2h, expiration date: 09/04/2016, manufactured date: 10/04/2011 a & b l54a6w. The analysis results found that two 6r45b reloads were received in good visual condition. Reload (a) was received fully fired; reload (b) was received fully loaded with staples. The returned reload (b) was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. M53904. The analysis results found that the 6r45b reload (c) was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. L53g91. The analysis results found that two tr45w reloads (d and e) were received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. L5430d. The analysis results found that the tr45w reload (f) was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. H52a2h. The analysis results found that the tr45w reload (g) was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.